Event description:
This x-ray system locked up during a procedure and had to be rebooted to bring it back on line. During this lockup, there was a period of no fluoro and no monitor image.

Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.